Event description:
"When the delivery system was introduced (with difficulty on the right iliac), the radiopaque marks where not correctly placed. Our specialist asked the surgeon to put them in the right position, but the position was not corrected. Despite that, he upped the inner sheath with the radiopaque marks in the wrong position. After this, the doctor turned the delivery system to try to change the marks to their correct position. When the delivery system was on step 2, it was felt a lot of resistance and then the deployment grip broke and the endograft didn't open and stayed inside the inner sheath. After this we could not move the deployment grip, so it was not possible to release the graft. After many attempts of retrieval of the delivery system without success, the patient was converted to open surgery (during the attempts of retrieving the delivery system the right iliac ruptured) and later it was implanted one abdominal bifurcated dacron graft and retrieved the thoracic graft. When the graft was out we saw that ptfe inner sheath was ruptured. After that, it was performed a normal endovascular surgery entering on the left iliac and were implanted two thoracic stent grafts. This procedure was a success."